Event description:
Reporter alleged obtaining a discrepant blood glucose result of 357 mg/dl back to back with a result of 110 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter indicated that he took insulin after the initial result of 357 mg/dl was obtained. Reporter also alleged that within 10 minutes of the 110 mg/dl result, another result of 343 mg/dl was obtained on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.